Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 0118600. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 4 physical samples and one picture was received for evaluation by our quality team. Through examination of the physical samples, all came in a sealed packaging blister and all had the bottom web with embedded black foreign matter, however the syringes are all clean with no residue. An attempt was made to wipe off the foreign matter however it was not possible, as it is embedded. The cause for this defect could have resulted from the printer ink at the plant or the bottom web came from the vendor with the defect. As a result of this incident, the technicians and operators were interviewed and the samples will be sent to the vendors for analysis. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion:confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: the cause for this defect could have resulted from the printer ink at the plant or the bottom web came from the vendor with the defect. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes packaging units were damaged before use. The following information was provided by the initial reporter: "printing defect on packaging, ink on the packaging".